Manufacturer narrative:
Heartsine's investigation was unable to confirm the reported fault. Upon receipt, the device underwent extensive testing of all critical functions, performing to specification throughout. The device could be power cycled on each press of the on/off button and the green status indicator flashed as normal. Furthermore, the device memory shows several successful power cycles. The investigation is therefore unable to confirm the reported faults. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that on/off button on their device is not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that on/off button on their device is not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.